Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The evaluation of log files have attributed the malfunction on power supply, power board, and main electronics issues. The technical support team advised the customer to troubleshoot by swapping the power board of this device. The device issue was resolved by the power board replacement.

Event description:
The customer reported that the bellavista 1000 automatically shuts down. At this time, there was no information provided regarding patient involvement in this event.